Event description:
It was reported that there had been telemetry/interrogation issues and the device was unable to communicate with clinician and patient programmers. The implantable neurostimulator (ins) had been implanted for approximately 1 year and the surgeon suspected the device had premature battery depletion. Impedance testing and reprogramming were performed and the device was replaced. It was noted that the patient had an incident of trauma to the buttock where the ins was implanted. At the time of the report it was unknown what the cause of the issue was or if there had been any patient symptoms associated with the event. The patient status at the time of the report was alive with no injury. There were no patient symptoms or complications associated with the event. Additional information has been requested but was not available at time of report.

Event description:
Additional information received reported that it was not believed that patient experienced shocking prior to the revision. The patient was not receiving therapy when communication was not possible. It was also stated that e patient reportedly received stimulation prior to trauma. The impedances after the revision were unknown. The settings before the revision were unknown. It was stated continuous mode was the standard for the hospital. The patient¿s status was unknown. The date of suspected depletion was the date of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR. Report # 3007566237. (B)(4).